Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons responded properly. The keypad cover was removed and no defect was found with the button contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was found to be cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. The keypad cover was reportedly thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.